Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe inflammatory response, abdominal wall lesion, green drainage, erythema, sinus tract, and abdominal pain. Post-operative patient treatment included revision surgery, sinus tract excision, and excision of abdominal wall lesion.